Event description:
The customer reported that a healthcare professional (hcp) applied abbott diabetes care (adc) device which needle got stuck in customer's skin. The customer was asymptomatic and hcp removed the needle and sensor for treatment and applied new adc device. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.